Event description:
The manufacturer received information "on september 16th, the patient's tracheal intubation was followed by a continuous display of suffocation alarm on the ventilator. It has been confirmed that the ventilator parameters are set, the pipeline connection is normal, and the patient's blood oxygen breathing has returned to normal after being put on the ventilator, as well as the situation of drone confrontation and phlegm blockage. Normal testing also reported suffocation". The clinical expert reviewed the information currently provided and available; the reported event is assessed as a non-serious injury. From the report the patient had a mucus blockage, and the device functioned as it should. Therefore, the device did not cause or contribute to a serious injury or death. A request has been made to the good faith effort team, seeking additional information. There is no device information available. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.